Event description:
It was reported by service report that the pt right side rail would not latch in the up position every time. The customer reported that they did not know if there was pt involvement or if there were adverse consequences to report.